Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, 2019 customized implant has loosened and failed. Doctor has been monitoring the patient since 2019 and over the last few years she?s been monitoring progressively growing bone/implant gaps, which eventually led to gross loosening and a need for revision surgery now to remove the prosthesis. (B)(4).